Manufacturer narrative:
The investigation was based on the logfile analysis of the affected v500 device, information from the reported event and the onsite investigation by dräger service technician. The reported event could be confirmed ¿ per logfile restarts of the ventilation unit were observed on march 22 issued by a faulty therapy control module m16.2. The log entries don¿t indicate a software bug. It is recommended to replace the therapy control module m16.2 and cf-card and test the device according to manufacturer specs. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. If the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The device behaved and alarmed as specified due. No patient health consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that vent shut off during use. This happened twice in a row, same patient. First time they powered back on and vented just fine. Did not report to biomed the first time. Second occurrence was reported to biomed. Unit powers on still. No injury reported.

Event description:
It was reported that vent shut off during use. This happened twice in a row, same patient. First time they powered back on and vented just fine. Did not report to biomed the first time. Second occurrence was reported to biomed. Unit powers on still. No injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going